Manufacturer narrative:
The reporter noted that controls are tested on the meter every 8 hours and these passed. Linearity materials were tested on the meter and these passed. The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Two vials of test strip lot number 477956 were returned for investigation where they were tested using a retention meter, retention battery, and retention controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: vial 1: level 1: 44 mg/dl, 44 mg/dl, 43 mg/dl, level 2: 300 mg/dl, 300 mg/dl, 292 mg/dl. Vial 2: level 1: 43 mg/dl, 41 mg/dl, 43 mg/dl, level 2: 296 mg/dl, 294 mg/dl, 296 mg/dl. All returned results are within acceptable range. No information was provided that would point to a cause for the result discrepancy.

Event description:
The initial reporter stated they received discrepant results for one patient tested with accu-chek inform ii meter serial number (B)(4). The date of the event is unknown. A sample from the patient was tested using the meter, resulting with a glucose value of 308 mg/dl. Within 2 minutes, another sample was collected from the patient and tested using the meter, resulting with a value of 235 mg/dl. The 235 mg/dl value was believed to be accurate. On an unknown date at 16:57, a sample from the same patient was tested using the meter, resulting with a glucose value of 464 mg/dl. On the same day at 17:01, a sample from the patient was tested using the meter, resulting with a value of 175 mg/dl. The 175 mg/dl value was believed to be accurate. The patient had no hyperglycemic symptoms.